Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was blood residue around the external due to usage. The external threads were also damaged possibly during the removal process. Device history record (DHR) review for the lot (62868120) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62868120) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) number unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k013227.

Event description:
Doctor reported prosthesis mobility due to implant fracture at tooth site 36.